Event description:
It was reported that the remote user interface (rui) on the 9800md system intermittently will not work. There was no report of patient injury.

Manufacturer narrative:
No evaluation completed as the customer cancelled the service call. No additional information provided. If additional information becomes available, it will be reported as required.